Event description:
The pt's friend reported the pt obtained blood glucose readings on the suspect device in the 160-170 range. Pt did not feel right and experienced hypoglycemia symptoms. They went to the clinic and pt's blood glucose was 33mg/dl. They then went to the ER and pt received treatment for hypoglycemia. The suspect device was replaced with new product and authorized for return to the MFR for eval.